Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she was hospitalized due to low blood glucose. Customer's blood glucose at time of admission was 20 mg/dl. The customer was admitted to the hospital. Customer cause of low blood glucose was over bolus. The customer was treated with 4oz of orange juice. The customer got out of the hospital (B)(6) 2016. The customer was assisted in changing her time and explained the dangers of incorrect programming and how it can affect the basal rates and how her doctor determines her basal rates.